Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old asian female patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had mammogram imaging performed that confirmed a ruptured left breast implant. As a result, the patient underwent removal on (B)(6) 2022. During removal it was discovered that the right breast implant was also ruptured. As such, the right implant was removed. This report is for right breast implant. Refer to manufacturing report number (B)(4) for the contralateral event.

Manufacturer narrative:
On june 17, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).